Event description:
The customer reported the system would not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the image processing computer needs to be replaced. Parts were ordered and will be replaced by the customer. No conclusion can be drawn as repair information is not available.